Manufacturer narrative:
One controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Internal visual inspection of the controller showed that a transistor measured 131.5oc. This is within the component's operating temperature specifications. This can be perceived as operating warmer however the controller continues to operate as expected. The transistor was replaced with another unit which measured 38.4oc after 30 minutes of operation. The most likely root cause of the reported overheating of the controller can be attributed to a transistor operating at warmer temperatures. Although the controller can be perceived as operating warmer, the unit still performed within specifications. An internal investigation has been opened by the supplier which is currently evaluating transistors that may be contributing to the controller overheating. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a controller surface temperature of 50.1oc. The most likely root cause of the controller's overheating is a defective power mosfet. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (122ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported by the patient that the controller was getting warm. The vad coordinator measured the temperature of the controller surface with an infrared thermometer. The measured temperature was 62 degrees celsius. The controller was exchanged with no effect on the patient. Investigation is ongoing